Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing difficulty charging and discomfort at the pocket site. It was noted that the patient was frequently charging the ipg. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced. No device malfunction was suspected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging and discomfort at the pocket site. It was noted that the patient was frequently charging the ipg. The patient will undergo a revision procedure wherein the pocket site will be relocated and the ipg will be replaced. No device malfunction was suspected.